Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, sleep current measurement test and active current measurement test. All currents within spec range. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube), broken belt clip rails, faded serial number label and battery tube threads cracked. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 12:06:00 after more than 7 days at 12.68 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 18:39:00 after more than 7 days at 12.49 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 22:09:00 after more than 7 days at 11.06 days. In summary, customer alleged charge battery lasts less than expected not confirmed. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Expose to moisture on battery tube assembly noted. Belt clip damage or missing confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump had a crack on the belt clip rails, the battery was not lasting long, and the belt clip was broken. The customer reported no adverse event. The event involved product acc-1601, mmt-1884l. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. Troubleshooting was performed for short battery life and a low battery alarm. The battery lasted more than one week, and it was explained to the customer that this is expected behavior. Troubleshooting was also performed for a damaged belt clip, and the customer was instructed that the non-serialized product would be replaced. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return was required for acc-1601. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.